Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab for evaluation. Upon completion of the evaluation a follow up report will be submitted

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluation and homechoice (hc) design engineers at deka review of this incident concur that no device failure or malfunction was identified that could have contributed to the 18 iipvs found in the device's event logs. The device met performance specification requirements relative to the issues of iipv. The product analysis lab (pal) evaluation and homechoice (hc) design engineers at deka review of this incident concur that no device failure or malfunction was identified that could have contributed to the 18 iipvs found in the device's event logs. The device met performance specification requirements relative to the issues of iipv. The device has not been previously returned for any issues related to pediatric iipv or timeout during rite. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This is report 14 of 18 related to iipv incidents found in the device's event logs.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event an increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 10. The programmed fill volume was 140ml and the total drain volume was 240ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported. This event is the (B)(6) events of iipv noted in the patient logs.